Manufacturer narrative:
Occupation: non-healthcare professional. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep, con): information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient saw their physician yesterday and was having a pinching pain, along with burning and tingling at their pocket site. The patient stated that this had been going on and off since the end of 2017. The patient was going to reach out to their neurosurgeon and have us notified of when this appointment was so we can analyze/troubleshoot their device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.